Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument grip cable got broken. No tissue was held and no injury was reported. The instrument had five lives left. The procedure was completed with no reported injury.